Event description:
It was reported that the customer was unable to turn the pump on due to the wake button not working. As a result, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with ketones (not identified as life threatening by healthcare provider) and had to visit the emergency room (ER). The customer was treated with intravenous fluids of saline and insulin at the ER, which resolved the issue with no permanent damage to the customer. The customer was released from the ER on (B)(6) 2025. During troubleshooting with tandem technical support (tts), it was determined that the wake button was working appropriately, and the customer was able to turn the display on after removing the pump from the case. Tts provided guidance on the appropriate technique to turn the pump on. The customer continued using the pump for insulin therapy.